Event description:
The pt was enrolled in the study in 2008, with a lesion in the left internal carotid artery. The lesion had 80% stenosis and was eccentric, ulcerated, and 10 mm in length. The vessel was moderately tortuous. The lesion was pre-dilated and an angioguard was placed. Then a precise stent was implanted successfully. The final percentage of stenosis was 20%. The pt was discharged three days later on aspirin. Approximately nine months post index procedure the pt died. The cause of death was noted to be neurologic, however, an actual cause of death was not provided. The event was deemed to be unrelated to any cordis product and unrelated to the index procedure. Additional info was obtained and it was noted that the pt was re-admitted to the hospital six months later, with a gi bleed and was taken off all anticoagulant medications due to the bleeding. Additionally, three months later, the pt was admitted with an acute cerebral vascular accident and a cat scan was done two days later. However, the cause of death remains unk.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.